Event description:
It was reported that when the patient's cell phone rings he experiences surging and fading sensations. This has been happening for less than a year. After numerous visits to his hcp, it was decided to turn his device off. Since then, he still experiences some effect to his device when his cell phone rings. He will have his device replaced, but the date is undecided. Further info is being requested from the hcp.